Event description:
Problem with glass syringe; volume marker starts at 0.1 from the tip. The result is 1/10 cc more of medication. No pt problem/occurrence.

Event description:
Add'l info rec'd from MFR 1/2/02: the condition reported has been confirmed based on the actual sample returned. When visually inspected, it was observed that the zero line of the scale was off by a 1/4 of an inch. All product incident reports are logged into a database that is reviewed regularly for possible emerging trends which will identify any corrective actions warranted to provide continuous improvement. MFR's records show that no prior incidents have been reported for this condition and lot. The mfg facility will be advised of this report.